Manufacturer narrative:
Information from the customer site indicates that a retest of the original sample did not reproduce the initially generated (falsely) elevated result. The customer tested the sample using a neuraminidase process and the result decreased, indicating that the elevated result was accurate. The customer also completed dilution linearity testing and the sample diluted linearly. Accuracy testing was performed in-house with retained reagents of lot 14137m500 (list 02k91-25). An architect ca 19-9xr panel consisting of four different levels of analyte concentrations was tested in duplicate across three separate architect isystems. All results met specifications. This demonstrates that the assay can accurately detect known concentrations of the ca 19-9 antigen. Complaint activity was reviewed and identified no adverse trends in association with the issue currently under evaluation. The trend review identified normal complaint activity for the issue under investigation. The ticket review for the likely cause lot identified atypical complaint activity for the issue under review. The architect ca 19-9xr assay package insert contains information to address the current customer issue. The current evaluation indicates that the architect ca19-9xr reagent kit is performing as intended and no new issues were found. A product malfunction was not identified. The customer provided follow-up testing for this patient: (B)(6). Neuraminidase process: less than 2.00 control 33.38.

Event description:
The customer states that the patient's physician is questioning elevated architect ca 19-9xr assay results for one patient. On (B)(6) 2012, this patient had generated an architect ca 19-9xr assay result of 53423 u/ml. A sample tested on (B)(6) 2012 generated a result of 26955 u/ml. There is no impact to patient management reported.

Manufacturer narrative:
This report is being filed on an international product, list number 02k91-25 that has a similar product distributed in the us, list number 02k91-27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4). (B)(6).